Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was found via fluoroscopy to be dislodged. The lead was capped on 4/3/2018 without complications. The patient was stable before, during, and after the procedure.